Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. During the procedure there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. An in-depth evaluation regarding the complaints of leaflet alleged inadequate coaptation motion restricted during prep or leaflet ¿ alleged irregular appearance during prep has been reviewed and documented in an edwards lifesciences technical summary. In this technical summary, devices returned for these complaints over a two year span were evaluated. Per the technical summary, ¿the summary of hydro-performance test data has demonstrated that all the returned complaint valves functioned properly: possessing adequate coaptation, and demonstrating unrestricted motion. All available data from complaints with returned device support the existing device training instructions provided to the clinical specialist and physician that the adequacy of thv valve coaptation and valve appearance should not be evaluated during thv valve preparation¿. Additionally, the technical summary demonstrated that the manufacturing mitigations in place support that is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. In summary, no evidence of product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, there was no indication a product deficiency contributed to this adverse event. Investigation results suggest that patient factors could have contributed to the event. However, other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 4 years post implantation of a sapien valve a 26mm sapien 3 valve was implanted due to central regurgitation. It appeared that the leaflets were not functioning as "they should" (coaptation). There was no report of thrombus.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.